Event description:
Dr. States after doing two cases in a row (cath lab) he found blood on his fingertips due to a hole in the glove. The two pt's were tested, and the dr. Went to employee health were he was put on combivir over night the dr. Stated that the pt tested negative.